Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received operational and in fair condition for evaluation at the product analysis lab (pal). The hc failed the heater bag temperature performance specification; fluid delivered out of specification. No failure or malfunction was found during evaluation that may have caused or contributed to the rite failure. The cause for the rite failure - heater bag temperature failed performance specification was undetermined. A service history review (shr) revealed that no issues were identified that may have contributed to the fluid delivered out of temperature specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician found that a homechoice system failed the heater bag temperature performance specification; fluid delivered out of specification.